Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Subpoena sent stating: the end user was a patient at a residence care facility, (B)(6) where she passed away from strangulation potentially from the side rails that were on her bed. According to attorney, the question still remains as to if the decedent passed due to natural causes and rolled into the rail the way they found her or if the rails actually were part of the problem.